Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. An 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, on inflation, the balloon ruptured. The procedure was completed with another device and no patient complications were reported.